Manufacturer narrative:
Investigation is ongoing. Upon completion of the investigation, a supplemental report will submitted to the FDA.

Event description:
The customer reported false negative results with the ID now covid-19 assay. The customer reported different results between the ID now covid-19 assay and pcr (CT value 35). The customer stated a low viral load was assumed. No information was provided regarding date/time of testing, swab and sample type, or repeat testing. Information regarding additional/repeat/confirmation testing was not provided. No patient information, including symptoms, treatment, and outcome, was provided. Per the customer, the site did not keep track of this information. Therefore, further information will not be provided. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
The required intake information to enable further investigation at abbott diagnostics (B)(4) inc., such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.